Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, during the procedure, when using the t-handle with hudson anchor, it is evident that it is damaged, since when trying to anchor the femoral initiator to this t-handle, the anchor does not work to insert it. A timely solution is then given to the specialist by passing the femoral initiator anchored or mounted on the motor, thus avoiding discomfort for the surgeon, achieving a successful completion of the surgery, without affecting the patient and without alterations in surgical times. Upon completion, a report is left in the case report, in one force and through this medium in order to inform what happened; the aforementioned t-handle, which presented the novelty, is left inside the equipment marked with red tape for easy identification, the product was not returned to medtech orthopaedics, however photos were provided for review. See attachment source file - reporte de calidad clinica medilaser - neiva colectivo - 539294 of 943351. The photo investigation revealed that '( 200142000, excel t-handle) had nicked . This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure." The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. He overall complaint was (confirmed) as the observed condition of the ( excel t-handle) would contribute to the complained device issue. Based on the investigation findings unintended user error: and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, when using the t-handle with hudson anchor, it was evident that it was damaged, since when trying to anchor the femoral initiator to this t-handle, the anchor did not work to insert it. A timely solution was given by passing the femoral initiator anchored or mounted on the motor, thus avoiding discomfort for the surgeon, achieving a successful completion of the surgery, without affecting the patient and without alterations in surgical times.